Event description:
It was reported that prior to using bd vacutainer® trace element serum blood collection tubes, there is a mix of product in one pack of royal blue top tubes. No patient impact reported. The following information was provided by the initial reporter: "we have found a completely different tubes in the same pack of royals."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® trace element serum blood collection tubes, there is a mix of product in one pack of royal blue top tubes. No patient impact reported. The following information was provided by the initial reporter: "we have found a completely different tubes in the same pack of royals."

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure modes for additive abnormality and foreign matter (fm) were observed. The failures appeared as a white particle on the inside of the tube and a dark area on the bottom of another tube. The indicated failure mode of mixed product was unable to be observed from the photos. The photos show a tube that is not manufactured at this plant. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of additive abnormality and fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. The complaint was unable to be confirmed for mixed product. Since the tubes found in the product are not manufactured at this site the product could not have been mixed during manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.